Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and moisture ingress. This report is made based on results of investigation completed on 12/27/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/27/2013 with the following findings: during investigation, the battery compartment was found to be cracked. The pump failed a leak test at the battery compartment crack and evidence of moisture ingress was found in the compartment. The pump was opened and additional internal moisture contamination was found on various electrical components. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release. (B)(4).